Event description:
It was reported that there were concerns this pacemaker was exhibiting premature battery depletion (pbd) due to a decrease in longevity. The longevity estimates were four years on (B)(6) 2022, one year on (B)(6) 2022 and now it is at 10 months. Technical services (ts) reviewed the longevity from (B)(6) 2022 and it shows the device was at one year remaining, not four years. It was noted that the power consumption has been stable but the patient has atrial fibrillation. Ts requested data for analysis. Currently the device remains in service. There were no adverse patient effects reported.

Event description:
It was reported that there were concerns this pacemaker was exhibiting premature battery depletion (pbd) due to a decrease in longevity. The longevity estimates were four years on (B)(6) 2022, one year on (B)(6) 2022 and now it is at 10 months. Technical services (ts) reviewed the longevity from (B)(6) 2022 and it shows the device was at one year remaining, not four years. It was noted that the power consumption has been stable but the patient has atrial fibrillation. Ts requested data for analysis. Currently the device remains in service. There were no adverse patient effects reported. Additional information indicates the device has been explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns this pacemaker was exhibiting premature battery depletion (pbd) due to a decrease in longevity. The longevity estimates were four years on (B)(6) 2022, one year on (B)(6) 2022 and now it is at 10 months. Technical services (ts) reviewed the longevity from (B)(6) 2022 and it shows the device was at one year remaining, not four years. It was noted that the power consumption has been stable but the patient has atrial fibrillation. Ts requested data for analysis. Currently the device remains in service. There were no adverse patient effects reported. Additional information indicates the device has been explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.